Event description:
It was reported that the scs ipg was inoperable. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.

Event description:
Additional information received identified that therapy was restored.